Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited out of range impedance on multiple configurations. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.